Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic was not transmitting. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse connected the fiber-optic simulator multiple times but could not duplicate any issue. The fse cleaned the fiber-optic lamps as a precaution and retested the fiber-optic simulator successfully. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.